Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, within 30 minutes with the use of a vapr s90 electrode, the electrode began to spark and arc. There was an audio warning because the activated electrode tip was too close or touching the scope, however when the surgeon retreated the electrode, power did not stop at the tip of the electrode: they report internal 1st degree burns to the pt. The surgeon employed another s90, however within 10 minutes the same incident recurred. The surgeon used a 3rd same device to conclude the procedure successfully, and they report no pt harm or consequences. No action was taken for the burns and the pt is reported to be doing fine. Also see associated MDR 1221934-2010-00418.